Manufacturer narrative:
Cracks ro the lcd window, reservoir tube lip, reservoir tube window, reservoir tube and battery tube threads were noted during observation.

Event description:
It was reported that the customer had normal blood glucose levels of 199 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was reported that there was a crack on the top right corner of the screen that goes off the bottom left corner of the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.